Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device does not operate on ac power; mains led remains amber when ac cord is connected; screen is white and an audible tone eminates from the device. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The customer reported the patient information is not available.